Manufacturer narrative:
(B)(4). No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02134. Https://doi.org/10.1016/j.arth.2022.01.053.

Event description:
It was reported in a journal article that 32 patients underwent a hip revision of the acetabular component after an unknown amount of time post implantation due to adverse reaction to metal debris. Attempts have been made and additional information on the reported event is unavailable at this time.